Event description:
It was reported the patient (B)(6) suffered a fall sometime in (B)(6) 2017 and afterwards began to experience ineffective stimulation. Reprogramming was able to provide therapy, but required increased settings. Surgical intervention was undertaken and one od the two implanted leads was explanted and replaced. Postoperatively, the patient reported receiving effective therapy. Lead device information was requested, but was unable to be provided to the manufacturer.